Event description:
It was reported to covidien that a customer had a problem with a control syringe. The customer reports on (B) (6) 2008 during a case, the surgeon was using the syringe and was injecting a local into the pt, while withdrawing the needle and injecting, the ring snapped off the piston causing the surgeon to stab himself in his left index finger with the contaminated needle.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion the results will be forwarded.